Manufacturer narrative:
(B)(4).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 54.9mm in diameter abdominal aortic aneurysm. The proximal neck was 25 mm in diameter and 26 mm in length. There was moderate tortuosity bilaterally. There was 40 percent stenosis in the right iliac artery and 60 percent stenosis in the left iliac artery. It was reported that the patient expired. The cause of death is unknown, per the physician. No additional clinical sequelae were reported.